Manufacturer narrative:
Continuation of medical device: mdt-lead.

Event description:
It was reported that there was a lead failure on the right ventricular lead which triggered an alert. It was also noted that there was a connector issue. The lead was capped and replaced. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.